Event description:
The facility reports the care staff were lifting the pt onto the bed using the hoist when the hanger broke free from the hoist, causing the pt to fall onto the edge of the bed. The care staff and rgn rolled the pt back into bed and assessed her for injuries. The pt complained of pain on the left leg and head. No external injuries were found upon examination.